Event description:
Cataract operation on left eye; surgeons used laser-assistance. Charged (B)(6) that was not covered by my insurance ((B)(6)). Prior to surgery, eye was 20:50; after surgery, eye is 20:100 with serious vision distortion (bright lights, e.g., moon, with curious scatter-star effect, useless in driving). Subsequent visits with surgeons ((B)(6)) resulted in no improved vision in this eye. I am currently requested to take eyedrops (latanoprost) nightly; left eye continues to have annoying "sleep winkers" night and day. No similar vision problems were encountered prior to the surgery. Similar surgery, again with laser assistance, was made on the right eye on (B)(6) 2015 without visual damage; again I paid (B)(6) that was unreimbursed by (B)(6). The (B)(6) has continued to see me on quarterly basis since the operation (doctor (B)(6) is primary physician). I have returned on three occasions for improved glasses to my optometrist doctor (B)(6). Most recently a prescription that just minimally passes driving requirements for (B)(6) (based on the right eye).